Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with an ambicor penile prosthesis due to patient dissatisfaction from the device "not properly bend (conceal)." No further patient complications were reported in relation to this event.